Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 430 mg/dl at its highest. A corrective bolus and insulin injections were used to address the high bg. The customer's healthcare provider reported that the high bg was due to an infection and the pump settings needed to be adjusted. Due to the setting change, the bg level was 80 mg/dl during the night and may have dropped lower. A soda was consumed to address the low bg. Tandem technical support advised the customer to discuss the low bg event.